Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced in 2010. The lead had been in service for approximately ten years. At a current procedure, this abandoned lead and the replacement lead were both extracted. The physician reported that the old lead had a conductor fracture on the shocking coil and that was why it was abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found the lead had been severed into four segments; a portion of insulation appeared to be missing, and two suture sleeves were received. Extensive explant damage, including stretched conductor coils and cut insulation, were observed. Electrical testing was performed on the lead segments, to determine continuity. All segments passed this testing. No further testing could be performed, due to the condition of the lead. Detailed inspection of the insulation revealed an abrasion on the mid-body of the lead that was through to the rs- lumen and was consistent with lead-on-lead contact coupled with movement. Another area of insulation abrasion appeared consistent with lead-on-suture sleeve contact coupled with movement, where the end of the suture sleeve was also abraded through. Laboratory analysis was not able to confirm a conductor fracture or a defect of the shocking coil, as was reported by the physician. However, the lead was extensively damaged during extraction and could not undergo complete testing. The insulation abrasions found in the laboratory could have resulted in clinical observations that resulted in the lead being surgically abandoned and replaced. It should be noted that no product performance issues were reported to boston scientific at the time of the replacement.

Manufacturer narrative:
The explanted lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.